Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred and the unit stopped operating. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the reported issue was not observed. An error code was found in the ventilator's downloaded error log. The device's main board needs to be replaced to address the issue. Due to the lease term with seven months left, the device was returned unrepaired. The device will be discarded after the term ends.